Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from date manufacturer was made aware. Block d6b: explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 19645387.

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.